Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance on multiple occasions due to low blood glucose, with unknown blood glucose levels at the time of the incidents. The customer requested sensors and inquired about the mobile app. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not provide any further details about their lows. The insulin pump will not be returned for analysis.